Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the ipg was inoperable as patient failed to charge the device since charger was not working. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated. A4: patient weight is unknown.